Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of the screen freezing, it was noted that the stylus did not work which caused the screen to appear to freeze and the stylus was therefore replaced and calibrated to resolve.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer's screen kept freezing. Follow-up determined that the programmer was changed out. The programmer was returned for service. No patient complications have been reported as a result of this event.